Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid endoscope telescope's objective lens was misaligned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that during the device evaluation, the rigid endoscope telescope's objective lens was misaligned. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.